Manufacturer narrative:
Investigation summary: bd was unable to verify any catheter tip burr, the samples returned were within specification. During inspection it was found the samples had excess silicone on the catheter and the open unit from lot 7172782 had a foreign matter on the needle. Fourier-transform infrared spectroscopy determined this material is most likely the top web of the blister pack of the product. Silicone: it should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. Foreign matter: the foreign matter encountered is a substance which may originate from the packaging paper itself. The supplier for the packaging paper was changed, so it is believed that this can prevent this issue. Investigation conclusion: as per request, ftir analysis was completed on the white piece of material observed on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely the top web of the blister pack of the product.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination. The following information was provided by the initial reporter: the catheter tip was burr. The following information resulted from investigation of the returned sample: the opened unit from catalog number 381112, lot number 7172782 has some type of foreign material on the needle. The 16 unused units from catalog number 381112, lot number 7172782 all have silicone droplets on the catheter tubing but I did not see any catheter or needle tip damage. The two unused units from catalog number 381112, lot number 7150528 also have silicone droplets on them but I did not see any catheter or needle tip damage.